Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this right atrial (ra) lead had sensing issue. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead exhibited low intrinsic amplitude.

Event description:
It was reported that this right atrial (ra) lead had sensing issue. This lead remains in service. No adverse patient effects were reported.